Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed. The latch failed lock properly and remained in a position that blocked the door from closing. This issue occurred every day and indicated that the latch might need replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed and the latch did not lock properly. A field service engineer found that the latch piece was falling down and was blocking the hasp from latching into the latch and replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.